Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that old leads were discarded. No further complications were reported.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: (B)(6) 2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the rep got notified of the upcoming lead revision. The revision was scheduled for (B)(6) 2018. No further information was available at the time of this report and the rep was going to follow up for more information. Request was made not to follow up until the scheduled revision. Hcp had no further information. No further complications were reported.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the cause of the lead revision was lead migration. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial#( B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that the patient underwent a lead revision on (B)(6) 2018. Per the healthcare provider (hcp), it went very well. No further complications were reported.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they weren't sure of the cause of the lead migration. The rep wasn't sure when the lead migration was first noticed as they were notified on the surgery date. The rep reported that the patient was reprogrammed prior to the revision surgery. The rep reported that the lead migration had been resolved and the lead and anchor were replaced. No further complications were reported.